Manufacturer narrative:
Concomitant products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4)(B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the health care provider was waiting for the infection to resolve. No outcome was reported regarding this event after attempted follow-up. If additional follow-up is received, a follow-up report will be sent.

Event description:
(B)(4). Additional information received reported the patient's spinal cord stimulation system was removed sometime after (B)(6) 2014 due to an infection at the implantable neurostimulator (ins) pocket site. No outcome was reported regarding this event after attempted follow-up. If additional follow-up is received, a follow-up report will be sent.

Event description:
It was reported the patient had a stimulator which was working well, that had an excoriated area with a duoderm dressing intact. It was originally reported that the patient was alive with no injury but additional information received reported the patient¿s stimulator was explanted on (B)(6) 2014 due to an ipg pocket abscess. No outcome or was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.